Manufacturer narrative:
The date of this report was updated.

Event description:
Additional information was received from the healthcare provider (hcp) via a company representative indicating that the patient had a hospitalization or prolongation of a hospitalization period, for treatment of the adverse event. It was also noted that the pump was exposed due to an infection in the pump wound site. Removal was scheduled for the (B)(6). In order to prevent withdrawal symptoms, the pump was extracted from the body and the dosage was being reduced by about 20% each day. Currently, there was no meningitis or [illegible] signs of infection. Per the hcp the pump was exposed due to an infection from the wound site, thus it was extracted out of the body; the patient was then treated for infection.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: concomitant product(s): product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. Evaluation conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that wound dehiscence /infection of abdominal area occurred. The classification of severity was severe. The treatment for the adverse event involved system removal. The outcome of the adverse event was remission the patient was implanted (B)(6) 2014, with the intrathecal pump and catheter (target of the catheter top; t2) for the administration of gabalon 135mcg daily. The underlying disease was spastic cerebral palsy. The patient had no alcohol or smoking history. The patient also had no history of adverse drug reaction. On (B)(6) 2015, the patient visited a hospital for intrathecal pump refill. The patient complained that he suffered abrasion and swelling since a seat belt was placed against the skin above the intrathecal pump for a long time when he went on a trip 3 weeks ago. Serous fluid collection was noted under the skin, and around 20 ml of serous fluid (medication) was removed. On (B)(6) 2015, a part of the skin exposed to the pump in the abdomen was broken, and a discharge of pus was noted. Thus, the patient was admitted to hospital. On (B)(6) 2015, the patient was discharged from hospital since his condition improved with wound irrigation. It was only local redness, (also reported as infection in the local area) and intrathecal infection was not noted. Since then, follow-up with the wound had been performed on an outpatient basis. Although thinning of the skin was noted, there were no findings of infection. On (B)(6) 2016 at 21:00, the patient was emergently admitted to hospital since the wound was ruptured. The c-reactive protein was 0.26mg/dl, the platelet count was 608 and the white blood count was 20260/ul. The abdominal pump was removed from the body on the same day. Then, oral drugs including hirnamin (levomepromazine maleate) "25mg unit dose and no. 1" started on (B)(6) 2016 and stopped on (B)(6) 2016, control (chlordiazepoxide) "3mg unit dose and no. 1-2" started on (B)(6) 2016 and stopped on (B)(6) 2016, diapp (diazepam) "2-3mg unit dose and no 1" started on (B)(6) 2016 and continuing and lioresal (baclofen) "5mg unit dose and no. 3-2" started on (B)(6) 2016 and continuing were additionally started for spastic control while the dose of gabalon was tapered by no more than 20% per day. On (B)(6) 2016, the whole itb system including the catheter was removed. On (B)(6) 2016 the c-reactive protein was 0.15mg/dl, the platelet count was 559 and the white blood count was 13020. On (B)(6) 2016, the patient was discharged from the hospital since there were no disconnection symptoms; the patient did not experience any symptoms of disarticulation/disconnection after the procedure. The patient was recovering from implant site infection and implant site dehiscence. The outcome for implant site infection was recovering ((B)(6) 2016) and for implant site dehiscence was recovering ((B)(6) 2016). The patient's medical history included intrathecal pump insertion and cerebral palsy. There were no concomitant medications. The reporter's assessment of causality was implant site infection: unrelated and implant site dehiscence: unrelated the reporter's comment was that the child patient suffered athetoid cerebral palsy. His body was small and the corner of the pump was hitting the skin, skin was exposed to the corner of the pump. When the patient was on a trip, the skin was injured/ damaged from pressure by prolonged compression, and infection was complicated. Conservative treatment was performed at first; however, it was considered that the skin could not be healed, and the pump system was removed. In order to prevent disconnection symptoms, the pump was placed outside the body and the dose of gabalon was tapered. The whole system was then removed. Follow-up (B)(6) 2016, indicated that there were no changes to company causality.

Event description:
Additional information was received from the healthcare provider (hcp) via a company representative, indicating that the outcome of the adverse event was unrecovered, as of (B)(6) 2016. There was still no causal relationship to the investigational drug, catheter, pump, or programmer. The causal relationship to the surgical procedure was still unknown. On (B)(6) 2016, the pump system was explanted, as planned.

Event description:
01/27/2016- additional information was received from a hcp indicated there was no meningitis or signs of "ascending" infection.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015 information was received from a physician regarding a patient receiving intrathecal gabalon via an implanted infusion pump. The pump was implanted on (B)(6) 2014 for the treatment of cerebral palsy. Specific drug information was not provided; however, the intrathecal treatment was continuing. There were no concomitant medications. Around the end of (B)(6) 2015, there was suspicion of accumulated serous fluid occurred around the pump pocket, after going on a trip to a theme park with the patient's family. The fluid was also noted to be cerebrospinal fluid. Compression treatment was performed. Since the patient's spasticity had not deteriorated, the physician considered the possibility that "vibration might have transmitted to the pump during the trip", while the patient was on the trip. The event was not severe and the outcome was unrecovered as of (B)(6) 2015. The event was unrelated to the drug, pump, catheter or programmer and it was not related to a surgical procedure. On (B)(6) 2015 a company representative reported that no diagnostic testing was performed. It was noted that the event of the cerebrospinal fluid was treated by "press" and it did not become worse. There was reportedly no device issue; the device was not related to the event. Two months later, on (B)(6) 2016, additional information was received from the healthcare provider (hcp) via a company representative. The dosing period was noted as (B)(6) 2014 through (B)(6) 2016 and was continuing. It was reported that an adverse event of an infected wound in the pocket, occurred. The date of incidence was noted as (B)(6) 2015 and the severity classification was noted as 3 (severe). The outcome of the adverse event was unrecovered, as of (B)(6) 2016. It was further reported that, as the wound in the pocket site was infected, the pump was exposed. The pump system was scheduled to be explanted on (B)(6) 2016. However, it was also reported that to avoid withdrawal symptoms, "the pump was extracted from the body of the patient once" and infection treatment was conducted. The drug was currently being decreased within 20% per day. At present, there was no meningitis nor were signs of ascenda infection observed. The pump operability test, rotor test, and catheter x-ray study were listed as not performed. There was no causal relationship to the investigational drug, catheter, pump, or programmer. The causal relationship to the surgical procedure was noted as unknown.